Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of drainage and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage and infection (early onset).

Event description:
Healthcare professional reported, left-side "serous fluid draining from the incision and infection of left breast¿ and ¿unknown origin of infection.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection (early onset): unable to confirm as it is a medical event not related to the device.drainage: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left-side "serous fluid draining from the incision and infection of left breast¿ and ¿unknown origin of infection.¿ device has been explanted.